Manufacturer narrative:
Initial and final MDR 1891660- MDR 3003442380-2024-09273- device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set was leaking at site over last 30 days. The issue occurred with three similar types of infusion sets used for a day. No further information available.